Event description:
It was reported that during testing at the user facility the forward device of the button was getting stuck and the device ran on. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.